Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that increase capture threshold was observed during a follow-up visit. A chest x-ray indicated that the lead was migrated. The lead was repositioned successfully. The patient tolerated the procedure and was stable.